Event description:
The technician reported the right head side rail will not latch. No patient injury reported.

Manufacturer narrative:
The technician found the right head side rail center arm assembly is broken. The technician replaced the right head side rail center arm assembly to resolve the issue. Based on this information, no further action is required.